Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient age / date of birth was requested but was not provided. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
It was reported that the tpn infusion was leaking at the distal end of the tubing. Upon closer observation it was noted that the end of the tpn tubing had broken off into a trifuse extension set. The neonatal nurse practitioner was notified and the tubing was removed. The tpn was replaced with unspecified clear fluids. There was no harm noted to the patient, and no further information or products were provided.